Event description:
It was reported that a cadd®-ms 3 pump "stopped working" during use with a patient. The patient was out and started "feeling bad" and experiencing nausea and vomiting. The pump did not alarm, and the patient went home to switch to another pump. While switching pumps, it was observed the syringe was still three quarters full, so it appeared as though the pump was not infusing. After switching to the other pump, the patient "felt fine". No permanent injury was reported.

Event description:
It was additionally reported that the patient switched to their back-up pump and the symptoms and side effects resolved.